Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A purchasing officer reported that during an intraocular lens (iol) implant procedure, the surgeon noted posterior capsule rent after the lens injected into the anterior chamber and the lens dropped into fundus. The surgery was completed with an additional procedure and implanted the another type of lens. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Additional observations were as follows: iol returned pressed down on two(2) posts of the lens case base resulting in iol deformation. Solution is dried on both surfaces of the optic and haptics. One haptic tip is broken/torn and not returned. The optic is scratched/ marked rejectable with loose fibers. The root cause for the reported complaint "posterior capsule rent" could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).